Event description:
New information notes a follow up in clinic the following day revealed the pacing threshold was stable and programming to enable autocapture was completed. No intervention was planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with bradycardia and there appeared to be no capture on the right ventricular lead. Interrogation revealed an increase in bipolar ventricular pacing threshold. Chronic heart block with a slow ventricular escape rhythm was observed. Programming changes were made to increase ventricular output. No symptoms were associated with the issue. There were no plans to intervene. The patient was to continue being monitored and was stable.